Event description:
It was reported that the pt underwent pt ductus artheriousus (pda) stenting. The graphix guide wire became trapped within the stent and noted to be frayed. Attempts to remove the wire non surgically were unsuccessful. The wire was removed during surgery. Pt status is unk. Additional info regarding pt status has been requested.

Manufacturer narrative:
The guide wire was disposed, therefore, no direct product analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of this complaint could not be determined.